Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic, totally occluded lesion in the superficial femoral artery with moderate tortuosity, mild calcification and 99% stenosis. A 5x100 mm armada 35 percutaneous transluminal angioplasty (pta) balloon dilatation catheter was advanced with no resistance. On inflation of the balloon of the pta with a non-abbott inflation device, a leak was noted at the catheter hub. The balloon was inflated twice to a pressure of 9 atmospheres. The procedure was successfully completed with a non-abbott balloon dilatation catheter. There was no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.